Manufacturer narrative:
(B) (4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device would no longer open while on tissue. No further info was available as to how the device was removed.